Event description:
It was reported that after a left leg angioplasty and stent procedure, a 6f celt device was used to close the right common femoral artery. The physician followed all instructions but the device was not at the common femoral artery after deployment. Manual pressure was used to control the access site without complications. It was assumed that the celt device embolized down the leg. The physician used fluoro to look for the device at the access site. The closure device was not visible in the common femoral artery or the immediate surrounding area. The physician did not want to continue looking or expose the patient to more fluoroscopy to look for the device since he had already determined that he was not going to try to retrieve it. The patient good distal pulses post procedure and it was later reported that after the procedure, the patient was discharged per normal procedure with no problems or issues. No other complications were noted.